Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent was deployed from the delivery wire, and it remained in the proximal end of the introducer. Microscopic inspection was performed on the stent component after retrieving it from the introducer. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends noted to be completely flared. The reported issue regarding the impeded stent cannot be evaluated because the stent detachment prevented a functional test. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer; however, the issue regarding a stent being detached was confirmed during device inspection. The dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent; therefore, at this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682209. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following recommendation and caution: ¿ confirm that the delivery wire is not kinked and that the introducer tip is not damaged. Do not continue if either defect is observed; return the device to cerenovus. ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post-market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jan-2026. This MDR submission is also to report that multiple attempts to obtain product for analysis were unsuccessful. If the product is returned or information provided at a later date, the file will be updated accordingly. [Additional information]: on 12-jan-2026, additional information was received. Per the information, the microcatheter was a prowler select plus. A continuous flush was maintained through the microcatheter. The tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the device advancement. Multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6). Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photo was reviewed by the product analysis team. The review is documented below. [Photo review]: in the photo, the stent can be seen detached from the delivery wire and partially deployed in the introducer; however, no other details can be observed due to the blurriness of the photo. The issue reported in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682209. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9682209) was impeded in the y-connector and became partially deployed. The physician retracted only the stent and replaced it to complete the procedure using the same original microcatheter. There was no negative impact on the patient. The additional information also indicated that the target vessel of the procedure is not known, but continuous flush was maintained through the microcatheter. When the stent was removed from the y-connector, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). There was no clinically significant delay in the procedure due to the reported issue. A photo of the complaint device was included in the complaint file. The product analysis team will review the photo.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-apr-2026. [Additional information]: on 02-apr-2026, additional information was received. The information is an updated event description to the reported issue / event. The event was updated to the following: during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9682209) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31606049) and could not be pushed into the microcatheter. The physician removed the microcatheter and the stent from the patient and then retracted the stent from the microcatheter. It was noted that the distal end of the stent was prematurely deployed. As referenced by the photo included in the complaint. The physician replaced both devices to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative patient impact. The additional indicated that both devices: 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9682209) and 150cm x 5cm prowler select plus microcatheter (606s255x / 31606049) are available to be returned for evaluation and analyses. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Based on the updated event description, the review of the photo included in the complaint has been revised and documented below. [Photo review]: in the photo, the stent can be seen detached from the delivery wire and partially deployed in the introducer; however, no other details can be observed due to the blurriness of the photo. The issue reported in the updated complaint event description was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682209. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Updated sections: b.4, g.3, g.6, h.2, h.6, h.3, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-apr-2026. [Additional information]: on 14-apr-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the bifurcation of the right middle cerebral artery (mca). The stent component was not fully separated from the delivery wire. There was no damage noted on the microcatheter; the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The reported 10-minute procedure delay was not clinically significant, and the information confirmed there was no negative impact on the patient. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.